Event description:
It was reported that failure to deflate occurred requiring additional intervention. The target lesion was located in the mildly tortuous and moderately calcified fistula. A 7.0mmx40mmx135cm sterling was selected for use. The balloon was inflated 30 seconds before withdrawing. During deflation of the sterling device, the pressure did not decrease. The balloon was punctured through the skin. There were no patient complications as a result of this event and the patient fully recovered.